Event description:
The patient had an evoke spinal cord stimulation (scs) system (evoke system) implanted on (B)(6), 2022. Two days later, the patient reported experiencing headache, high blood pressure (119/81), and fever(101). The patient self-treated with tylenol (dose not given) and keflex (antibiotic) 500mg. A recommendation was made to continue keflex and tylenol/morphine as needed and to check with clinic in coming days. The patient commenced bp monitoring with elevated readings on (B)(6), 2022. Follow up with primary care physician regarding elevated bp was recommended to the patient by the clinic.